Manufacturer narrative:
(B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt was experiencing ineffective stimulation from her scs. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. System after having multiple falls over the past few months. An sjm representative met with the pt for reprogramming and confirmed the invalid impedances. However, the representative was unable to provide effective bilateral stimulation coverage as needed. X-rays were taken but did not reveal any anomalies. Surgical intervention may take place at a later date to address the issue.